Event description:
It was discovered that the patient passed away, unrelated to the vns, and their vns system was explanted and returned. Product analysis was completed on the returned generator and lead. Product analysis was completed on the returned lead. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Product analysis was completed on the returned generator. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. The pulse generator would not interrogate. Therefore, a system diagnostic test, a wandcomm diag, and final electrical test could not be performed. Device history records for the generator were reviewed. The generator passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.